Event description:
It was reported that a patient may have had 1 to 2 revisions prior. It was unknown what the pump was infusing. No reason for the interventions, pump medication, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4) implanted: (B)(6) 2014, product type: catheter. (B)(4).